Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps were identified with wrinkled packaging. When opened, the sponge in the minicap comes off. This was noticed before use, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A photograph of three devices, and two actual samples with an opened pouch were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported problem was not confirmed based on the visual inspection of the photograph or the actual samples. Should additional relevant information become available, a supplemental report will be submitted.